Event description:
Alleged deflation.

Manufacturer narrative:
No information available to confirm deflation or explantation.

Manufacturer narrative:
Physician statement: patient stated left side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.